Event description:
Customer reported a button error on her insulin pump during the night. Customer's blood glucose is 282 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the buttons were responding properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.